Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had a low blood glucose level of 51 mg/dl. They treated the low blood glucose with food. Their blood glucose then went up to 266 mg/dl. Troubleshooting was performed. The device will not be returned for analysis.